Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The retaining clip was not returned, only the coil plunger and coil introducer were returned for analysis. Visual inspection of the device was performed and revealed that the coil was out of introducer. The coil was stuck in the microcatheter hub. Resistance was felt when the coil was removed from the microcatheter hub, the coil was stuck. After removing the coil out of the microcatheter hub with resistance, the coil was found stretched and kinked. Also a knot in the coil was presented and could have generated the stuck coil. Microscopic inspection of the main coil was performed and observed that the apex zap tip and base zap tip shape and surface were smooth. Dimensional inspection of the apex zap tip, base zap tip and primary coil were performed and were within specifications. However, the fibers of the coil was out of specification as there is a lacking 1fiber. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 28-may-2018. It was reported that the coil released upon preparation. A 3mmx 3.3mm vortx¿ diamond - 18 coil was selected for use. During preparation. It was noted that the coil released and could no be advanced into the microcatheter at outside patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status is stable. However, device analysis revealed that there is a lacking fiber bundle.